Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a crack in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or any other area of the casing. No defect was found.